Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the display screen was dim, discolored and difficult to read at the maximum contrast setting. The dim display was replaced with a test display and functioned normally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen has faded making it difficult to see. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.